Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. Wrench engaged and turned setscrew normally during preliminary testing. However, visual analysis noted grommet damage. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction,

Event description:
It was reported, during an implant procedure, the wrench could not engage with the setscrew. Therefore, the ICD and lead connections was not possible. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.